Manufacturer narrative:
A field service technician could not confirm the reported issue, which could have occurred due to causes other than a device malfunction, such as blockage of the exhalation port. Per the customer's request, the service was canceled, and the device was ultimately returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device was not working properly immediately during an inspection -- the leakage was too low, positive end-expiratory pressure (peep) was not engaged, 1203 "low leak-co2 rebreathing risk" alarm error occurred, and ventilation volume was abnormal. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device kept operating, but there was no reported delay in therapy. The device was returned to the hospital after completion of maintenance and was collected a few days later. The customer called technical support to report that the device was not working properly immediately during an inspection -- the leakage was too low, peep, was not engaged, 1203 "low leak-co2 rebreathing risk" alarm error occurred, and ventilation volume was abnormal. This investigation is ongoing.